Event description:
Customer states: during use on a patient, air leaked from the cuff. Reintubation was required. Customer confirmed that no fault was identified during pretesting efforts. Customer confirmed no additional harm to the patient following replacement.

Manufacturer narrative:
(B)(4). The sample associated with this record is expected to be returned for evaluation. If the sample is received, a summary of the investigation results will be provided in a supplemental report.